Event description:
The caller reported that she has difficulty inserting a suction catheter into her daughter's tracheostomy tube. The tube has not been changed out yet, but it will be as soon as they receive the replacement tracheostomy tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. A manufacturing CAPA is addressing the failure mode. A device alert for the shiley 3.0ped cuffless pediatric tracheostomy tube was sent to customers january 14, 2009. A device alert was sent to the FDA district office on january 15, 2009 regarding the shiley 3.0ped cuffless pediatric tracheostomy tube and the device alert sent to customers.